Event description:
It was reported that the gastro videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6 and h11. A reprocessing in-service and observation at the hospital was completed by an olympus representative. During the in-service, the customer skipped raising and lowering of elevator under detergent solution and flushing behind the elevator with syringe filled with detergent during manual cleaning. In addition, the channel cleaning brush was inserted into the suction port at the scope connector, the air/water cylinder at the control body, and the instrument channel opening at the distal end. The representative recommended following all reprocessing procedure documented in the manuals. Based on the results of the investigation and because the subject device was not returned, the positive culture could not be confirmed and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasound gastrovideoscope tested negative after repeated reprocessing. There were no reports on any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.